Event description:
It was reported the pt was experiencing a shocking sensation at the ipg pocket site. The sjm representative met with the pt and noted the issue occurred with certain contacts. X-rays did not reveal any anomalies. The physician replaced the ipg. It was reported the issue was resolved with the replacement.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.